Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed the presence of noise on the rv channel which led to vf detection. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that 36 months after the implantation the patient received a shock. Furthermore, upon interrogation several charges were noted and the device indicated battery depletion (manufacturer unknown).

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18,5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip and the shock coil was not received for analysis. The returned lead fragment was visually and electrically analyzed. The analysis revealed the presence of coagulated blood in the lumen of the lead which was most likely introduced into the lumen of the lead by means of stylets used during the extraction procedure. Due to the fragmented state the functional test of the helix fixation mechanism was not properly feasible. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.